Event description:
It was reported that brake malfunction occurred. The target lesion was located in the right coronary artery. A 1.25mm rotablator rotalink plus was selected for use. While preparing the device, outside the patient, it was noted that the brake of the device was broken. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).